Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an that following an intraocular lens (iol) implant procedure, patient had refractive surprise hyperopia. Clinical reason was mentioned as anisometropia. The iol was exchanged with in a week following the initial implant procedure. Additional information was requested, but no further information is available.